Manufacturer narrative:
The lot was manufactured from may 26, 2022 - may 27, 2022. The device was received for evaluation partially filled with a liquid solution. A photograph of the sample was also received for evaluation. Visual inspection along with magnification was performed which did not identify any abnormalities that could have contributed to the reported condition. No particulate matter was observed in both samples. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small particle was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified during final inspection, after the bag was compounded. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter first name: (B)(6). Initial reporter last name: initial reporter address: should additional relevant information become available, a supplemental report will be submitted.